Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulty initiating a communication between the ipg and the charging system. The pt reported having stimulation. In order to resolve reported issue, a replacement charging system has been sent to the pt. No further info is available at this time.